Event description:
It was reported that a patient presented remotely. Review of the transmission revealed the implantable cardiac monitor (icm) in backup mode. Programming changes were performed to resolve the issue. The patient condition was stable throughout.